Manufacturer narrative:
Correction: the initial MDR submitted on may 30, 2025, was filed inadvertently. The adverse event problem coding (h6-b,c, d) was updated as per device analysis report.

Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.